Event description:
In preparation for an unspecified procedure, the physician selected a cook tri-tome pc triple lumen sphincterotome. It was reported that the cutting wire was damaged before patient contact. This was initially considered not reportable based on the limited information provided and there was no patient harm. The device was received on 25 apr 2024 and per qe evaluation, "the anchor has separated from the tip" making this reportable. As this was observed prior to patient contact, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence and the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
510(k): k172665. Investigation evaluation: the product said to be involved was returned in a white plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. Due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the sphincterotome catheter at the distal end. The securing component has a longer section measuring 3 mm and a shorter section measuring 2 mm therefore no part of the device is missing. There was no evidence of a cautery application on the cutting wire (blackening of the cutting wire was not observed). A clear substance was observed within the catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual inspection of the returned device confirmed the cutting wire securing component (anchor) has separated from catheter (w/o detachment). A definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user with the following comment: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.